Manufacturer narrative:
Based on the additional information received, sections have been updated with further event details.

Event description:
The advocate stated that his son was feeling better after the treatment received in the intensive care unit (ICU). The customer was in ICU for two days where his blood sugar and ketone levels were being monitored after which the customer was transferred out of the ICU. The customer was discharged from the hospital on (B)(6) 2019. The advocate did not remember the treatment details.

Manufacturer narrative:
The meter was further evaluated by performing fixture testing, which gave e4 errors, indicative of wrong strips inserted. An x-ray evaluation of returned and in-house meters was performed. The returned meter showed bent and broken connector terminal, while the in-house meter showed normal appearing connector terminal. Normal measurements could not be performed on the returned meter due to the damaged connector terminals. The customer may have inserted a thin and pointy object (e.g. Pen or scale), which could have damaged the connector terminal.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. An in-house testing was performed using the returned meter and in-house contour next test strips with whole blood and contour next control solution, which gave out of specification results. An additional testing was performed using the in-house contour next link 2.4 meter and in-house contour next test strips with whole blood and contour next control solution, which gave satisfactory performance. Upon further investigation, meter's customer service mode was reviewed and no anomalies were found. Three control tests were run using the returned meter with in-house contour next test strips and in-house contour next control solution, which gave out of specification results. The device will be further investigated.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured as the customer's initials, age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from (B)(6) reported that his son obtained a blood glucose reading of 14 mmol/l at 7:00 a.m. On the contour next link 2.4 meter. The advocate administered insulin to his son and performed another testing in the afternoon, which gave a reading of 14 mmol/l or 16 mmol/l. The advocate provided a second dose of insulin to his son and performed another testing, which gave a reading of 19 mmol/l. Then, the customer checked his son's ketone levels, which were moderate. The advocate administered a third dose of insulin to his son and performed two additional tests, which gave readings of 19.3 mmol/l and 19.1 mmol/l. The advocate took his son to the hospital. About an hour later, another test was performed with the contour next link 2.4 meter and a reading of 16.3 mmol/l was obtained. The hospital performed a laboratory testing, which gave no numeric reading as the reading was "too high". The advocate stated that according to the doctor the laboratory reading was above 41 mmol/l. The customer was admitted to the intensive care unit. The advocate did not provide the treatment details. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.